Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via the right femoral artery. The 3.0mm x 10mm, de novo target lesion was more than 90% stenosed and located in the severely tortuous and severely calcified left circumflex (lcx) proximal. The physician was unable to cross the lesion with the 12mm x 3.0mm taxus element stent delivery system after predilation with a non-bsc balloon. It was noted that the stent became 'lifted' at the proximal edge after it was removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).